Event description:
It was reported that the dexcom g7 sensor paired to the user¿s phone app but not to the ilet pump, resulting in no warmup display on the pump and no glucose readings on the pump, consistent with intermittent communication failure involving the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the g7 with intermittent communication failure traced to the device¿s communication component, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was component failure.